Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer stated that the blood glucose level went to up to 500 mg/dl and they noticed that the connection on the quick release was loose, it was not in place. Customer treated their high blood glucose level with insulin pen and they changed the entire infusion set and blood glucose level went to around 200 mg/dl. Customer stated that they again corrected the blood glucose level with insulin pump and it went to 179 mg/dl. The customer experienced symptoms such as nausea, headache and confusion. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was inactive. Customer did not alleging insulin pump was under delivering. Customer declined to perform high pressure test. Customer was advised to contact the doctor's to check the settings and to change the entire infusion set. The insulin pump will not be returned for analysis.